Event description:
It was reported that the external pulse generator had a damaged case. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower cases were broken. It was also noted that the high rate cover was missing, the main clear cover was missing, one control knob was missing, both bail covers were broken, the ring cover was missing, the ring was missing, and the battery drawer was damaged. (B)(4).